Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Based on the investigation, a potential root cause of this failure is blood got on the cover glass for fiber bundles. This blood dried and solidified due to the illumination light, causing the colour of the illumination light to change. Following the results of the investigation, hra (health hazard evaluation and health risk assessment) was performed. According to hra (hv-hra-0184), since the endoscope was used for bleeding case, it is assumed that the adhered blood coagulated and solidified on the illumination lens as it absorbed the illumination light and was heated, resulting in the observed image having a reddish color then turned darker. The results of the desk test suggested that minor burns may occur if the endoscope is pressed against a mucous membrane for a certain period of time (more than 3 seconds) while the lens is covered with blood and the temperature of the distal end of the endoscope is elevated. However, there were no actual complaints of mucous membrane burns. Some medical experts pointed out that some physicians who are not familiar with the endoscopy procedure may have the distal end of the endoscope contact the mucous membrane for a certain period of time when inserting the endoscope into the large intestine. After the in-house review, this case was determined that MDR is necessary. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 20-nov-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 17-jan-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Image get red, then dark during emerging endoscopy for diverticulum bleeding. Thinking that there was dirt on the illumination lens, it wiped the tip, but it remained dark. The scope was replaced and the procedure continued to completion. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.